Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the operating room called and said the ez45g instrument would not fire-it was locked out. This was all the info available. Rep believes that a tsb35 was used to complete the case. There was no consequence to the pt.